Manufacturer narrative:
Device returned for report of hypoglycemia. Investigation found that multiple boluses were administered after low bg readings. Nothing was found that would indicate anything other than user authorized bolus delivery was responsible for low bg events. A pdm error was seen in the data which effect basal delivery. The exact cause of this error could not be determined. Android files pertaining to the date of occurrence have been overwritten, no further information regarding the error could be extracted from the device. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Living with diabetes   chapter 13 / page 172-173.  Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency.  Prepare an emergency kit to keep with you at all times. The kit should include:  several new, sealed pods, a vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system), syringes or pens for injecting insulin,  blood glucose test strips, blood glucose meter,  ketone test strips,  lancing device and lancets,  glucose tablets or another fast-acting source of carbohydrate,  alcohol prep swabs,  instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted,  a signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system,  phone numbers for your healthcare provider and/or physician in case of an emergency,  glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176).  Living with diabetes   chapter 13 / page 176.  Avoid lows, highs, and dka:  you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been taken to the emergency room (ER) for hypoglycemia. The patient passed out at work and hit his head. The patient was taken to ER by ambulance and treated with dextrose intravenously. Diagnosis was hypoglycemia and syncope. The patient was released the same day and vomited through the night at home, but reported feeling better the next day. Patient stated there was an issue with his personal diabetes manager calculating insulin delivery. While at the ER, patient was also given computed tomography (CT) scan for his head and spine, electrocardiography (EKG) and multiple labs were drawn. The patient's blood glucose history is as follows: time bg(mg/dl) 8:00-9:00 66. 10:00-11:00 67. 2:00-3:00 55.